Manufacturer narrative:
Device name- turbo-ject over-the-wire single lumen peripherally inserted central venous catheter set. (B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the PICC was found to be leaking eight days after implantation. It was removed and replaced with a peripheral IV catheter. Upon inspection, it was found to be cracked between the catheter and hub. No part of the device was left in the patient, and there were no further injuries aside from the replacement procedure.